Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was blank. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite service as the screen was blank. The customer informed the remote service engineer (rse) that the device needed a replacement liquid crystal display (lcd) screen, and the rse created an onsite service work order (wo) to have the device serviced. A field service engineer (fse) was then dispatched onsite to evaluate and repair the device. Upon arrival, the fse ultimately replaced the ui assembly, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.